Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (additional information and device evaluation summary). Additional information received indicating the second stent was actually a smaller diameter size than first one. Investigation conclusion: the investigation found that the returned stent was able to fully open upon deployment through an in-house microcatheter. Further inspection found the stent's proximal loops to be bent/rounded and the inner stent bunching, which could have contributed to the alleged stent opening issue. However, these conditions did not affect the stent's ability to open during the investigation. Furthermore, as no radiographic images or videos from the procedure were provided for review, the investigation could not further examine if the stent migrated proximally during the placement process as described in the reported event. The physical evaluation of the stent could not identify the exact conditions or circumstances that led to the bent/rounded proximal loops and inner stent bunching, but these conditions are consistent with a deviation in the manufacturing process. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it would have caused or contributed to the reported complaint. The investigation of the returned device did not find any evidence to support the claim that the device separated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Correction: section g6 (type of report) is being corrected to state "initial" rather than the previous typo/administrative error of 5-day selection. Additional information was received indicating that coils were not implanted before or after the concerned stent was used and removed from the patient. Information regarding any future planned treatment was unknown. Imaging was stated to be unavailable. Pre-operative and post-operative antiplatelet and anticoagulant therapy was stated as unknown. Medical history was stated as unknown. The device has not yet been returned. Additional due diligence attempts are ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the flow diverter stent was used to treat a patient with unruptured right side fusiform aneurysm in c4 segment of the ica. The aneurysm neck measured 8mm, length 12mm, width 6mm and height 6mm. The parent vessel diameter measured 5.0mm on the proximal side and 4.5mm on the distal side. Initially a flow diverter stent was attempted and deployed. The stent opened halfway and would not expand at the second curve, which was located proximally to the target aneurysm. After unsheathing the stent to a certain point, the stent was slightly pushed forward along with a microcatheter, but the stent still did not expand despite multiple attempts. The stent was then retrieved and inspected, and it was found that the inner layer was twisted. The concerned second flow diverter was used to continue the procedure. Since the second stent had a larger diameter than the first stent, the stent was initiated to implant slightly proximally. However, as the stent migrated proximally, the stent was attempted to be re-sheathed and advanced distally but was unsuccessful and the stent was retrieved. Another deployment attempt was made, but the stent would not open at the same point at the second curve proximal to the target aneurysm. The physician attempted to mechanically deploy the stent without success. The physician then decided to conclude the procedure without treating the aneurysm. There was no health damage to the patient. No indication was provided whether the physician is considering additional intervention to treat the aneurysm.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.